Event description:
It was reported that the patient presented for a system implant procedure. Post-procedure interrogation performed the following day revealed failure to sense on both the right atrial (ra) lead and right ventricular (rv) lead. Subsequent x-ray imaging confirmed dislodgement of both the ra and rv leads. The physician repositioned both leads on (B)(6) 2026. The patient was in stable condition.